Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they hospitalized and dispatch to emergency medical services due to low blood glucose level on (B)(6) 2022. Customer's blood glucose value was 40 mg/dl at the time of the incident. Another blood glucose level was 233 mg/dl. The customer was assisted with troubleshooting for low blood glucose. The customer stated that the symptoms related to low blood glucose such as nausea. The customer was treated with intra venous drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. The device will not be returned for analysis.